Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient has had 2 stimulators in and the 1st one battery malfunction and was not working on them and was then removed. No patient symptoms or complications were reported in this event.